Event description:
The device was used during a sub total gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected tissue at the application site and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.